Event description:
International affiliate reports that the patient complained of pain for two years following spinal surgery. No explanation for the pain has been provided. The implanted devices remain in the patient.

Manufacturer narrative:
No conclusions can be made as the device remains in the patient and no explanation has been provided regarding the pain that the patient is reported to be experiencing. At this time, the complaint is considered to be closed. It will be reopened if/when the device is returned for evaluation or if additional information is provided which explains the cause of the reported pain.